Event description:
It was reported by the customer that a pyxis medstation es system had drawer 6 was not detected on bus. The customer reported that there was no access to medications in drawer during down time and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 is not able to recover. The field service engineer resolved the issue by replacing controller board and inseparable magnet. The system functioned as intended after the field service engineer troubleshooted the device.